Event description:
The user received questionable d-dimer results for one patient initially tested at another facility. The first result on cobas c501 serial number (B)(4) was 19.828 ug/ml with a data flag and the repeat result with a decreased sample volume was 61.702 ug/ml with a data flag. The sample was tested with a 1:10 dilution and the result was 71.44 ug/ml. This result was reported outside the laboratory. The patient was redrawn and the result on cobas c501 serial number (B)(4) was 19.977 ug/ml with a data flag. The repeat result with a decreased sample volume was 61.950 ug/ml with a data flag. The first sample was tested again on cobas c501 serial number (B)(4) and the result was 22.421ug/ml with a data flag and the repeat result with a decreased sample volume was 59.471 ug/ml with a data flag. The user removed the current d-dimer reagent pack and recalibrated a standby pack of the same lot. Quality control was tested with all results within range. The first sample was repeated on cobas c501 serial number (B)(4) and the result was 11.305 ug/ml with a data flag and the repeat result with a decreased sample volume was 50.776 ug/ml with a data flag. The sample was repeated again and the result was 7.580 ug/ml with a data flag. The redraw sample was repeated on cobas c501 serial number (B)(4) and the result was 13.434 ug/ml with a data flag. The repeat result with a decreased sample volume was 50.864 ug/ml with a data flag. The sample was repeated again and the result was 10.822 ug/ml with a data flag and with a decreased sample volume the result was 47.570 ug/ml with a data flag. Both the initial draw and the redraw samples were repeated on cobas c501 serial number (B)(4). The result for the initial sample was 7.498 ug/ml with a data flag and the result for the redraw sample was 8.042 ug/ml with a data flag. Both samples were repeated again on cobas c501 serial number (B)(4) and the result was for the initial sample was 7.534 ug/ml with a data flag and the result for the redraw sample was 7.975 ug/ml with a data flag. These results were thought to be correct. Both of the samples were sent to this laboratory for testing. The result for the initial sample was 7.2 ug/ml and the result for the redraw sample was 55.29 ug/ml with a data flag. The user could not identify if these results were generated from cobas c501 serial number (B)(4) or from cobas c501 serial number (B)(4). The user reported these results to the initial site. The patient was not adversely affected and was released from the hospital. The d-dimer reagent lot number was 63939201 with an expiration date of 06/30/2012. The user declined a service visit and stated their system was running fine.

Manufacturer narrative:
Other devices involved in this event are reported on the medwatch with (B)(6).

Manufacturer narrative:
The customer did not provide any data and as the sample was not available for further investigation, a specific root cause could not be determined. No adverse event was reported.